Event description:
While patient was using the new sit to stand device with physical therapy, the patient experienced an involuntary muscle spasm in the left leg, causing him to slide through the small opening between the seat rests and the horizontal grab bar in front. The "seat was lowered" by staff and as pt went to lower himself on to the seat, the seat gave way, and pt went down to the knees buckling the right toes some and staff helped lower pt to the ground. This same equipment which is new and ordered by pt [physical therapy] was also used on another unit with another transfer and the seat also did not stay engaged and "locked" in place. Concern that this equipment was new and staff had not seen it before, but it was the only sit to stand they could find. Physical therapy to evaluate equipment to see if it is faulty or the seat engagement is just different than previous pieces of equipment.